Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was identified after cancelling treatment on the liberty select cycler. Fluid was discovered in the pump module area as well as on the external of the liberty cycler set cassette. The m31 air detected in cassette alarm was received multiple times during drain 1 of 5. No adverse event, serious injury, or required medical intervention was reported. The patient stated that the cycler would not be re-setup and they would not revert to manual exchange to complete treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was identified after cancelling treatment on the liberty select cycler. Fluid was discovered in the pump module area as well as on the external of the liberty cycler set cassette. The m31 air detected in cassette alarm was received multiple times during drain 1 of 5. No adverse event, serious injury, or required medical intervention was reported. The patient stated that the cycler would not be re-setup and they would not revert to manual exchange to complete treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.